Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to infection after patient scraped his leg and got cellulitis. The tibial bearing and locking bar were removed and replaced.